Event description:
The customer was hospitalized for dka. Prior to the event, the customer bolused to treat hbgs and did not change out the set. The programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. The customer was instructed to follow the two hbg rule.